Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that after initial implant surgery a CT scan was performed and showed the electrode array was in the carotid canal. The recipient's device was explanted, and the previous array was left in the carotid cancel. The recipient was reimplanted with another advanced bionics cochlear device. The device will not be returned.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.